Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-06. H6: investigation summary a device history record review was completed for provided lot number 2007201. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, one syringe was observed missing the scale marking. The process used to print the scale is called hot stamping. During the hot stamping process, a metal stamp is heated and interposes a black printing foil onto the syringe, embedding the scale into the barrel wall through pressure. It has been concluded that this issue was a result of a defective printing foil reel. The foil reel did not work as expected and was not placed between the stamp and the barrel during the hot stamping process. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe 10ml ls emerald was missing scale markings. The following information was provided by the initial reporter: no marking on the syringe the printing is missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls emerald was missing scale markings. The following information was provided by the initial reporter: no marking on the syringe the printing is missing.